Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 320 mg/dl. No significant events leading to the blank display were noted. The issue was resolved upon troubleshoot, and the display did return. Advised the customer that a replacement battery cap would be sent. The customer also noted that the insulin pump had alarmed battery out limit the night prior according to the alarm history. It was found that the alarm had caused the insulin pump to reset. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.